Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, and eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported feeling the pump getting warm and then hot. The pt disconnected, removed the battery cap and removed the battery. No burns or issues to her skin as a result of the hot pump. No cracks to the battery compartment, and the battery does not appear to have leaked.